Event description:
This rv lead was implanted on (B)(6) 2006. A call to technical services on (B)(6) 2012, states that patient is having lead issues with a medtronic sprint fidelis. Dr. Wants to implant a new lead. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).